Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The lesion was located in a mid to proximal right coronary artery (rca). In 2008, the pt presented with a thrombus in the mid rca. The lesion was predilated with a 2.0 x 20 mm non bsc balloon. A 2.25 x 12mm non bsc stent was then deployed at 9 atms for 30 seconds in the mid rca. Post procedure confirmed 75% stenosis in the proximal rca and 25% stenosis in the mid rca. An enlarged heart was also noted. The physician elected to end the procedure at this point and treat the proximal rca at a later date in a staged procedure. Six days later, the pt returned to the cath lab for treatment of the lesion in the proximal rca. A 2.75x16mm taxus express2 drug eluting stent was deployed at 15 atms for 30 seconds in the proximal rca, overlapping the previously placed stent. The lesion was post-dilated with the stent balloon at 10 atms for 25 seconds and 18 atms for 25 seconds. Ivus confirmed the stent was well apposed. A 0% residual stenosis was noted and the procedure was completed at this time. The pt was discharged on plavix and aspirin. Approximately 5 months later, the pt was found deceased at home. The physician commented that the relationship between the taxus express 2 stent and the death is unlikely.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.